Event description:
Feeding-tube inserted on 10/23/95. On 11/2/95 upon removal, a 4-5 inch section of tube was missing. X-ray confirmed 5 inch piece of tube in stomach. Broken off section of tube removed from stomach during a gastroscopy procedure.